Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 40 mg/dl. The customer treated with marshmallows and declined troubleshooting. She stated it may have been due to over treating. The insulin pump was not returned or replaced.